Event description:
It was reported that, during procedure, this fiber was forward firing, and the beam exhibited diminished vaporization. The procedure was completed using original device. There were no patient complications.

Event description:
It was reported that, during procedure, this fiber was forward firing and the beam exhibited diminished vaporization. The procedure was completed using the original device. There were no patient complications.

Manufacturer narrative:
The fiber was returned for analysis to our post market quality assurance laboratory. Visual analysis identified the glass cap exhibited a distal circumferential fracture. The fiber was functionally tested on the forward firing test fixture which identified the rate of forward firing was below the threshold for potential patient harm. The metal cap exhibited severe debris adhesion on surface, indicative of prolonged tissue contact. The glass cap exhibited severe devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forward firing event as the forward firing rate was identified to be below the threshold for potential patient harm.

Event description:
It was reported that, during procedure, this fiber was forward firing, and the beam exhibited diminished vaporization. The procedure was completed using the original device. There were no patient complications.